Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Information was received that reported a patient was hospitalized in 2007 due to hyperglycemia. The reporter states that he did a site and set change on the day before. One month later, he went to the ER around noon after become ill at work with vomiting. Upon admit, his blood glucose was measured at 476 mg/dl. He was treated with IV fluids and insulin. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence, but as of the date of this report had not been returned for evaluation.